Manufacturer narrative:
The damage found was sustaned during the surgical procedure.

Event description:
A doctor is complaining of tinnitus and a reduction of his hearing capacity after having treated his own neck with a dolorclast. The (B) (4) dolorclast is a non-surgical alternative for the treatment of chronic proximal plantar fasciitis for pts (B) (6) with symptoms for 6 months or more and a history of unsuccessful conservative therapy. Chronic proximal plantar fasciitis is defined as heel pain in the area of the insertion of the plantar fascia on the medial calcaneal tuberosity (see user manual fb-336/us). According to the info reported: the dolorclast had been used for an off labelled application. The doctor seems to suffer from bechterev's disease (ankylosing spondylitis), which is an inflammatory disease of the joints. Currently, there is no evidence of a link between the reported symptoms and the device. We continue the investigation.

Event description:
Patient presented to the ER after receiving multiple inappropriate shocks. X-ray revealed that the lead had dislodged and pulled back up towards the right atrium. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.